Event description:
It was reported that the boston scientific field representative was called to interrogate a patients pacemaker. The representative used two different programmers and was getting a message of out of range telemetry noise. In the past, interrogations have been successful in the room they were in. Boston scientific technical services recommended troubleshooting options. Telemetry had showed pacing spike at various rates and when a magnet was placed over the device it did not effect the pacing spikes or rate. The representative was not able to interrogate the device due to an unknown reason. This pacemaker remains in service. No adverse patient effects were reported.